Manufacturer narrative:
On (B)(6) 2015 follow up: customer's blood glucose level had normalized. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was elevated. During troubleshooting with tandem technical support, the customer indicated that apidra insulin was being used. Customer stated that healthcare provider would be consulted to change insulin brand to humalog or novolog.